Manufacturer narrative:
The reported events of over sensing noise, insulation damage and varying low lead impedance were confirmed. As received a complete lead was returned in two pieces. Visual examination found one external insulation abrasion breaching the outer insulation exposing the outer coil consistent with friction to the device can. The cause of the reported events was isolated to the lead-to-can external abrasion. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any other anomalies, with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, noise resulting in oversensing and automatic mode switch episodes were noted on the right atrial (ra) lead. Variable pacing lead impedance was also noted on the ra lead. The physician suspects insulation damage, although it was not confirmed visually or with diagnostic imaging. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.